Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and loss of capture at post implant check. No asystole greater than 2 seconds was noted. The patient was taken to the operating room for lead repositioning. It was there that the physician discovered a lead dislodgement. The physician then elected to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.